Manufacturer narrative:
The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Serrano, r. M., rodefeld, m. D., &alexy, r. (2019). Late manifestation coarctation of the aorta in a premature infant 4-month post-percutaneous device closure of a patent ductus arteriosus. Cardiology in the young, 29(12), 1556¿1558. Doi: 10.1017/s104795111 9002555. Medtronic literature review found a report of coarctation after mvp implantation. The patient was born premature. At (B)(6)-month of age, echocardiogram showed large ductus arteriosis and severe pulmonary overcirculation. The patient underwent percutaneous closure in which an mvp device was implanted. The duct measured 9.4mm long and 3.1mm at the narrowest diameter. The mvp was positioned so that the distal ¿uncovered¿ portion of the device was within the lumen of the aorta. Transthoracic echocardiography performed immediately before and after device release showed no residual shunting and no obstruction to flow in the left pulmonary artery or the descending aorta. Follow-up echocardiograms were performed at 1 day, 1 week, and 1 month after closure. They all demonstrated the device in appropriate position without obstruction to flow in the pulmonary artery or aorta. Four months post-procedure, echocardiogram was performed. The device appeared in the appropriate position, but there was a moderate narrowing of the descending aorta adjacent to the device. A CT scan confirmed a moderate-to-severe coarctation in the juxtaductal region with mild displacement of the left subclavian artery; however, contrast did not fill the uncovered portion of the device, which extended into the aorta. The patient underwent an extended end-to-end repair of the coarctation at (B)(6) months of age. The coarctation segment, including half of the device, was resected. Post-operative echo showed a widely patent aortic arch.